Event description:
The pt reported receiving frequent e4 (occlusion) errors on the infusion device on (B) (6) 2009-(B) (6) 2009 and elevated blood glucose of up to 270 mg/dl despite changing the accessories. The pt bolused through the infusion device to lower blood glucose to 176 mg/dl at 12:30pm on (B) (6) 2009. The pt's normal blood glucose level is 150 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.